Event description:
Patient with worsening anemia, presumably from bleeding gastric ulcer. By treatment #3 patient's "h/h" had dropped to 9.9/29.9. After this treatment patient's speech became slurred and patient developed left hemiparesis. Diagnosed with cerebrovascular accident and discharged after 5 days with symptoms resolving. This event occurred in 2000 but was not reported. It was "mentioned" to a sales rep 9 months later, confirmed by physician the next month.